Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k073231.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that his/her onetouch ultralink meter displays error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the morning of (B)(6) 2010 at 5:30am. The patient reported he/she had a "high blood sugar" 15 minutes before the start of the alleged issue. The patient, however, denied receiving medical treatment. At the time of troubleshooting, the cca verified the correct test strips were used and the test strips drew in the sample. The cca walked the patient through a blood retest; however the alleged issue was not resolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event since the patient had become symptomatic prior to the start of the alleged issue. In addition, the patient did not receive any medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.